Event description:
It was reported "staple jamming". Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4), the reported complaint of "misfire/jamming - info not provided" could not be confirmed. Visual examination of the returned sample revealed that the staples appeared properly aligned. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " staple jamming". Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73b2400148 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.